Manufacturer narrative:
(B)(4). The consumer stated that the cause of peritonitis was because the hospital did not switch the patient's pd catheter with a new catheter. Treatment included unspecified antibiotics, which were being continued at home. The nurse did not have any information about the hospitalization. The patient was discharged from this hospital. On an unreported date, dianeal therapies were re-introduced. The patient was recovering from this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of intestine was kinked and peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). On an unreported date, dianeal therapy was discontinued and the patient was switching to in center hemodialysis. During a call with baxter customer services, the following was reported. On an unreported date, the patient's intestine was kinked. On (B)(6) 2012, the patient experienced peritonitis due to the kink in the intestine. On (B)(6) 2012, the patient was hospitalized for the peritonitis. Treatment was not reported. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed on h12f20043, and h12h14083 with no issues noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information received from the nurse: on an unreported date, dianeal therapies were discontinued. The nurse stated that after the patient's discharge, hemodialysis was started. It was decided to transfer the patient to a different dialysis clinic. The nurse did not confirm the culture results reported by the patient. The treatment for and the cause of the peritonitis were unknown.